Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: software updates are required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the insufflation unit didn't heat up / star up. The issue was found during set up / inspection for use. There were no reports of patient involvement.